Event description:
Additional information was received that out of range lv pacing impedances were observed with the new programming. The physician elected to program lv therapy off.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after believing to have heard their device emitting tones. Upon interrogation, there was no beeping condition triggered by the device. However, loss of capture was observed on this left ventricular (lv) lead. Further review revealed increased pacing thresholds and high out of range pacing impedances in some vectors. A lv lead fracture was suspected and the lead was reprogrammed to achieve better electrical parameters. The patient is not dependent on lv pacing and the physician has elected to continue monitoring the system. This lv lead remains in service. No adverse patient effects were reported.